Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h11b15126, h10l13015) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.

Event description:
This is a spontaneous consumer report with supplemental information by a nurse of fungal peritonitis and bacterial peritonitis in a male patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced bacterial and fungal peritonitis. That same day, the patient was hospitalized for the events. The consumer reported that on an unreported date, the patient's pd catheter was removed. The consumer stated that the patient is on in center hemodialysis until the peritonitis resolves. Upon a follow up call with the patient's nurse, the nurse reported that on (B)(6) 2011, the patient was hospitalized. The reason for the hospitalization was not reported. On an unreported date in 2011, the patient's catheter was removed and dianeal therapy was withdrawn. The patient was recovering. An opinion of causality was not reported. Follow-up information ((B)(6) 2011): further information was received from the patient. The patient first had symptoms of the peritonitis "about a month ago". Treatment included antibiotics (dose, type and frequency not reported) for about "2 1/2 weeks". Initially the peritonitis began to resolve, but then began to worsen. The patient's nurse declined to provide additional information.